Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during intraoperative use, the device had an incomplete seal. When the device was pulled out of the patient there was a spark seen. There was no patient injury. Another manufacturers device was used to complete the case. It is unknown if re-grasp alarms or end tone (indicating a complete seal) were heard.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.